Manufacturer narrative:
Analysis was normal. No device anomaly found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient presented in clinic with drainage coming out of the device pocket. The system was explanted with no complications. The patient was stable.